Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order: (B)(4) were released in accordance with the current manufacturing procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, fold creases, white particles on the shell, and device appearance (observed split in patch area, it is out of specification per qa199.04 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship. Additional, changed, and/or corrected data.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.